Event description:
Event description guidant/crm received information that due to noise the rate sensing portion of this endotak dsp lead has been capped due to insulation damage, and possibally a wire separation of the connector near the terminal pin. The high voltage portion remains active. Another sensing lead was implanted.